Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "on 6/19 the bdio during a full arrest call, the bd io gun was utilized with the 45 mm io needle. Paramedic properly inserted the needle in the correct anatomical location (tibial tuberosity) and used the equipment 100% as directed by the manufacturer. The io needle failed to release and "break away" as expected from the manufacturers design. After exhausting all means to try and remedy the problem (re attaching the drill and repeatedly torqueing as well as manually trying by hand) it was determined that the needle needed to be abandon and a secondary means of access be gained. At no point during transport was the crew able to fix the issue with the io."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "on 6/19 the bdio during a full arrest call, the bd io gun was utilized with the 45 mm io needle. Paramedic properly inserted the needle in the correct anatomical location (tibial tuberosity) and used the equipment 100% as directed by the manufacturer. The io needle failed to release and "break away" as expected from the manufacturers design. After exhausting all means to try and remedy the problem (re attaching the drill and repeatedly torqueing as well as manually trying by hand) it was determined that the needle needed to be abandon and a secondary means of access be gained. At no point during transport was the crew able to fix the issue with the io."